Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the subsidy rate test failed¿ was confirmed. During testing it was found that the subsidy rate of the pump was too high. The probable cause was determined to be by a too big expulsor. The reported issue was addressed by sanding down the expulsor. Visual inspection found the downstream occlusion (dso) seal was loose and the display glass was scratched. The dso seal and display glass were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the subsidy rate test failed. There was no patient involvement.